Event description:
It was reported that the patient¿s stimulation settings changed and she had a loss of therapeutic effect. She stated that something changed her stimulation and it was within the week prior to the report. She mentioned that she set her cellphone on her chest and thought that was what changed her settings. The stimulation had really increased and the patient was having dyskinesias for the hour prior to the report; it was a very dramatic change. She was looking for assistance in finding a doctor and she did not use a patient programmer to adjust settings. Follow-up information received from the healthcare provider (hcp) reported that it was unknown if there was 50% or greater symptom reduction. The patient had increased dyskinesias with a change in medications or stimulation. No troubleshooting was needed as the dyskinesias resolved and she returned to baseline with a medication adjustment. The cause of the event was not determined, so it was unknown if it was device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va05t1e, implanted: (B)(6) 2013, product type: lead. Product ID; 748351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va05te3, implanted: (B)(6) 2013, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Follow-up received from the patient reported that she received assistance from her doctor or manufacturer representative (rep) and her concerns were resolved. The patient listed a possible appointment on (B)(6) 2015.